Event description:
On (B)(6) 2006 I had inamed (allergan) style 115 silicone breast implants placed. Over the next 11 yrs, I began having strange symptoms including fatigue / loss of energy, photosensitivity, rashes, metallic body odor and taste in mouth, sores that didn't heal, anxiety, brain fog, insomnia, capsular contracture in both breasts, breast nodules, and depression. A breast ultrasound in (B)(6) of 2017 showed multiple breast nodules as well as significantly enlarged axillary lymph nodes. An MRI was recommended. (B)(6) of 2017 MRI demonstrated prominent axillary nodes and a core biopsy under ultrasound guidance was recommended. (B)(6) 2017 core biopsy performed. Lab results demonstrated a foreign body giant cell reaction. "Scattered foreign body giant cells are seen in association with amorphous non-polarizable foreign material. Implants is noted and the described material may be consistent with silicone". (B)(6) 2017 implants and capsules were removed. FDA safety report ID# (B)(4).